Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been returned for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that guide wire tip break occurred. The target lesion was located in the diagonal branch artery. A choice guidewire was advanced to the target lesion. However, the tip (approximately 2 cm) of the device was fractured and broke off from the rest of the wire. Several attempts were made to retrieve the wire in the diagonal branch but were unsuccessful. Subsequently, the physician deployed a 2.5x16 stent to pin the fractured wire against the wall of the artery, which effectively trapped the wire in place and the procedure was completed. Patient was then monitored and no further patient complications were reported. The patient's status was stable and normal.

Manufacturer narrative:
Upn corrected from unk499 to h7493893103j2. (B)(4).

Event description:
It was further reported via facility medwatch (B)(4) that attempts were made to advance a 185cm j-tip choice¿ guide wire to an area of high grade in-stent restenosis. When the device was removed, the physician noted that a 2cm section of the tip of the guide wire appeared to sheared off likely within a stent strut. The tip of the guide wire remained within the artery. Balloon angioplasty was attempted. Difficulties in advancing the balloon into the diagonal branch were encountered and it was decided to stop the retrieval attempts.